Manufacturer narrative:
The physical therapist advised that they have had the ball about one year. They purchased it from amazon and used it about 10-15x a week. They kept it stored in a ball rack and reported that there were no signs of visible wear at the time of use. A quality investigation examined the actual suspect device and could not determine the cause of the split. There were no visual signs of manufactured defects, i.e. Thins spots, voids, embedded material on the ball that could potentially cause the ball to split / burst while in use. Exercise balls have an inherent risk of bursting. Theraband balls have a warning labeled directly on the device itself cautioning that the ball can burst and serious injury may result if the ball is over inflated, becomes cut, or otherwise damaged, or is used while using weights. The balls should be examined carefully for blemishes or cuts before each use.

Event description:
A physical therapist reported that while using a theraband red exercise ball with a patient, the ball burst causing the patient to plummet to the ground hitting their head on the floor. The exercise being performed at the time called for the patient to rest their upper back on the ball. The patient reported experiencing a headache afterwards and the physical therapist became aware on (B)(6) 2020 that the patient sought medical attention.